Manufacturer narrative:
No system testing was performed and the physician will continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 3000 ohms on the right ventricular (rv) channel. Additionally, elevated threshold measurements were noted. The boston scientific sales representative stated that during implant testing, impedance was 3000 ohms when measured through the device and was 2200 ohms when measured through the pacing system analyzer (psa). The representative also stated that the implant physician did not want to replace the lead at that time. No adverse patient effects were reported.